Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Event description:
It was reported by the patient's spouse that the device battery did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the device battery did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.